Event description:
It was reported that the pt had experienced underdose symptoms. The catheter was revised a couple weeks ago. Per the rptr, it seems to help initially. The pump was used to deliver baclofen. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.